Event description:
The customer reported that the cine function was not operating properly. As a result, various functions like subtraction, road-mapping, or other critical vascular cine functions were lost. There is no report of injury or death associated with the event descried in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.